Event description:
Walked into patient's room to draw an arterial blood gas (abg). Vent started alarming low minute volume, then apnea, followed by the screen going blank and stated to call drager services. The patient was bagged and another respiratory therapist was called to come help switch out the ventilator. A few days later respiratory therapist realized the ventilator was not working and began to bag patient. The ventilator was replaced with a working ventilator. The ventilator that malfunctioned was taken to biomed with the circuit attached.